Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 3-4. During testing before clip deployment, the gripper lines were tested and moved correctly. The clip was deployed successfully and an attempt was made to remove the gripper line; however, the gripper line could not be removed. Only one end of the gripper line was present and the other end remained inside and it was not possible to remove the line. The physician decided to leave it inside the patient anatomy as is and cut the line at the skin level before closure. Two clips were implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability to remove the gripper line was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined as the gripper line was removable during returned device testing. The reported residual gripper line remaining in the anatomy appears to be related to procedural conditions, as the remaining gripper line was left in the patient body. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use (el2941293, revision b, potential complications and adverse events section), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.